Event description:
Info received indicates that left intermediate siderail will not latch in the up positon.

Manufacturer narrative:
The technician replaced the bent siderail latch cover to repair the bed.